Event description:
Customer reports to have high blood glucose of 499 mg/dl, which was treated with manual injection. Customer also reports that tubing came loose. Customer reports to have experienced low blood glucose of 22 mg/dl which caused a seizure and customer was hit by a truck breaking a few ribs. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were incorrect, unsure if basal rates were correct, insulin did exit tubing. Customer was advised to call back if further assistance was needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.